Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving an unknown drug via an implantable infusion pump for an unknown indication for use. It was reported that the hcp had worked with pumps for many years and she had seen a handful of pumps that had flipped (whether it flipped on its own or patient had flipped it) and the hcp would know if the patient needed an x-ray because she would be able to fill or not. Maybe once or twice the hcp had to manually flip the pumps back herself. No further complications were expected or anticipated.